Manufacturer narrative:
(B)(4). Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed to remove the patella due to malalignment.